Event description:
A 10mm amplatzer muscular vsd occluder was chosen for an implant procedure. While attempting to advance the device into the 6f delivery sheath, the device was blocked at the junction between the loading tube and the sheath and was unable to be advanced further into the sheath. The physician also opened a 7f delivery sheath but another occluder was not available to complete the procedure. The patient is scheduled in the future for additional intervention.

Manufacturer narrative:
The reported event of a failure to advance the occluder from the loader to the sheath could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The occluder used in the event was received at abbott, which contained no functional or dimensional anomalies.

Event description:
A 10mm amplatzer muscular vsd occluder was chosen for an implant procedure. While attempting to advance the device into the 6f delivery sheath, the device would not advance beyond the junction between the loading tube and the sheath. The physician opened a 7f delivery sheath but as a second occluder was not available to complete the procedure, the procedure was abandoned. The customer had limited product as there had not been a request additional inventory. The patient is scheduled in september for intervention.